Event description:
Removal of endosseous dental implant. Implant was 1 of 3 placed in class I bone during a complex procedure in which there were lingual undercuts and severe resorption of the alveolar ridge. At time of implant #21 removal (approx 5 wks post-op) there was pain, bleeding & slight swelling. The clinician reports that the failure may be due to infection or slight overheating of the bone during preparation due to dense cortical bone.